Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was able to fire, but the jaws of the device locked in tissue. There was no patient injury.